Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient on (B)(6) 2025, the patient was on his bicycle and didn't experience any symptoms. The patient had blacked out and fell from the bicycle and broke his collarbone. After he got woken up by an unknown person who saw him laying down on the street, he took some dextrose (sugar) by himself. The unknown bystander called for an ambulance; a bg test was taken which was 1.7 mmol/l, while the cgm displayed 5.8 mmol/l. There was no treatment provided by the paramedics, because the patient explained that he had just taken dextrose. The patient was taken to the hospital and was treated for his broken collarbone. The collarbone was taped, and he was advised to take ibuprofen 1-2 times a day (400mg). The patient was discharged the same day and didn't receive any additional medication. At the time of the report the patient was better. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.